Manufacturer narrative:
Concomitant products: 5076-52 lead implanted (B)(6) 2004; 419688 lead implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare professional felt that the cardiac resynchronization therapy defibrillator (crt-d) classified a ventricular tachycardia (vt) episode as atrial fibrillation (af) and withheld defibrillation therapy. The device remains in use. No further patient complications have been reported as a result of this event.